Manufacturer narrative:
Evaluation: there was no device malfunction during the procedure. Device functioned according to specifications.

Event description:
Physician performed a retropubic inside-out approach perforation of the bladder occurred on patient's right side using long curve trocar.